Event description:
It was reported that the lead exhibited high thresholds and no capture. It was determined the lead had dislodged and a lead revision was attempted. During the repositioning, it was observed that the lead insulation contained a break. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress.